Event description:
It was reported that the right ventricular (rv) lead had rising impedance due to a lead conductor fracture that was confirmed via fluoroscopy. The lead was unable to be explanted, therfore was surgically abandoned and capped. The pacemaker was also replaced to give the patient a device with a more extended life. A new lead was implanted. No adverse patient effects were reported.